Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error message (1104). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) . The customer stated while performing an alarm test, the device was not alarming during the power fail test. The rse informed the customer that manufacturer recommendation was to perform the following, replace motor control board, replace central processing unit (cpu) board. The customer was provided with the part number for replacements. The customer followed up with the rse, and reported that the cpu was replaced, and now they needed the option codes. The rse noted that the option codes were provided to the customer, and it was confirmed that the option codes were working properly. The rse noted that the system met the specifications for the performed service and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.